Manufacturer narrative:
Manufacturing site evaluation: no product received to date. We closed the case with a statement.

Manufacturer narrative:
Manufacturing site evaluation: no product received to date. Should relevant additional information/investigation results become available, an additional medwatch report will be submitted.

Event description:
It was reported that a connector straight (#fv012t) was implanted during a procedure performed on (B)(6) 2024. According to the complainant, the product showed an under-drainage. The patient underwent a revision procedure performed on (B)(6) 2024. The complainant device has not yet returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 74 years. Weight: 60 kgs. Height: 150 cm. Gender: female. Same event as # 3004721439-2024-00309.